Event description:
It was reported that the pump battery would not charge, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level (513 mg/dl). A correction injection was administered to treat the bg. The customer reverted to an alternate method of insulin therapy.